Event description:
Reporter stated the infusion device displayed an e8 power interrupt error during bolus delivery, and the error message could not be cleared by pressing the button. It was also reported the protective rubber on the up button is "ruined." No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.